Event description:
The customer reported that during the procedure, when cardioplegia is being delivered, the console alarms high inlet pressure and also alarms max system pressure when the setting is 360 mmhg and delivery pressure is less than 100 mmhg. The unit is out of service and power is not available to obtain service codes. No pt complications were reported. The flow stops due to alarms, but flow can be reinitiated and continued successfully. The unit will be returned to quest for eval.